Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935 implantable defib lead (B)(6) 2013; 4196 implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead pacing was not capturing. The lv lead was explanted and replaced with a new lv lead. No patient complications have been reported as a result of this event. The patient is part of the product surveillance registry clinical study.

Event description:
It was later reported that the lv was not capturing due to dislodgement. It was also reported that the lv lead was not sensing due to lead dislodgement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.